Event description:
A caregiver reported that the freestyle libre 2 sensor detached prematurely. The caregiver reported that during the night of (B)(6) 2022, the caregiver found the customer sweating and unresponsive (unconscious), and noted that the sensor had detached. The caregiver was unable to perform capillary test, put sugar under customer's tongue, and called emergency services. When emergency services arrived, the customer had regained consciousness. A healthcare meter result of 45 mg/dl was obtained, and the customer able to drink a provided soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.